Event description:
A falsely depressed hcg result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was repeated and a positive result was obtained. Patient treatment was not altered or prescribed. There was no report of any adverse health consequences as a result of the falsely depressed hcg result.

Event description:
Reportedly, the device was explanted after an implant duration of 75.57 months due to stenosis. The report was received as "echo diagnosis severe malfunction prosthesis, stenosi severe, incompetence moderate".

Manufacturer narrative:
Customer letter with DHR and evaluation results sent. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device evaluation: moderate calcification is detected in the cusp area of leaflets 1 and 2, minimal to moderate in the cusp of 3. All three free margin exhibit minimal calcification. Calcification restricted mobility in the leaflets and led to stenosis. Host tissue overgrowth is moderate at the stent outflow and the tissue outflow. It encroached onto the tissue and into the orifice by the greatest distance of 4mm. At the outflow aspect, host tissue fused the free margins of leaflets 1 and 2 at commissure 2 by approximately 3mm and leaflets 2 and 3 at commissure 3 by approximately 3mm as well. Host tissue overgrowth is moderate to heavy at the stent inflow and minimal at the tissue inflow. Thin layer of host tissue is visible at the inflow aspect. The x-ray demonstrates calcification.

Manufacturer narrative:
No additional information was provided. Incorrect serial number was reported. Requested confirmation of serial number. Search of implant patient registry confirmed correct serial number. This is determined to be reportable per edwards lifesciences procedures. The DHR review has been started. Device not returned to manufacturer.